Event description:
It was reported that a patient experienced difficulty replacing a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet, where the app indicated the sensor was paired but no glucose readings were displayed, and subsequent review showed the sensor was still in pairing despite extended time; the patient was instructed to toggle and re-pair the sensor, after which pairing status was confirmed, and they were advised to contact dexcom support if the sensor failed to connect. No adverse clinical symptoms reported. Outcomes included temporary interruption to automated dosing indicated by a dosing-stops-soon notification, with no hospitalization. User support included guided troubleshooting and user education to re-establish sensor communication and confirm pairing. Investigation of this case revealed a communication or connectivity issue limited to pairing the dexcom g7 sensor to the ilet, without evidence of device malfunction beyond pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity inconsistency during sensor pairing.